Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date, name and/or indication of index surgery? It was reported that stratafix symmetric was placed on fascia. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? It was reported that stratafix spiral was used on the upper layer of abdomen closure. Please specify tissue layer and what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Stratafix symmetric and stratafix spiral lot numbers? Were there any pre-existing signs/ symptoms of active inflammation/ infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Did the operating surgeon observe any suture deficiency or anomaly before, during and/or after stratafix symmetric suture placement? Did the operating surgeon observe any suture deficiency or anomaly before, during and/or after stratafix spiral suture placement? When did the doctor observe post op reaction with inflammation and pus first time (# of post-op days/weeks)? Describe the manifestation of inflammatory reaction (symptoms, location, appearance)? Are any photos available? Were cultures performed? Results? Was any medication prescribed to treat symptoms? Please specify. Was any surgical intervention/re-operation required? If yes, please provide a date and details of re-operation? What was the appearance of both barbed sutures during re-operation (if any)? Other relevant patient factors/ comorbidities/ concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? (B)(4). Event were submitted via 2210968-2021-06185.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the barbed suture was used on the upper layer of abdomen closure. Following the surgery, the patient experienced post-op reaction such as inflammation and pus on abdomen closure on pelvic case. Additional information has been requested.